Manufacturer narrative:
Additional information: the device was received for evaluation. During evaluation, the device did not alarm for upstream occlusion was not reproduced. Evaluation had the device sent for ultrasonic sensor us occlusion testing with passing results. Evaluation reviewed the ultrasonic sensor calibration values and found them to be within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not alarm for upstream occlusion. Levophed was being administered at a rate of over 100cc/hr, but the infusion appeared to be slower than expected. Upon further assessment, discovered a small kink in the tubing above the pump causing the levophed to flow at an incorrect rate. Upon further assessment, an additional rn discovered a small kink in the tubing above the pump. This kink was causing the levophed to flow at an incorrect rate. For context, the patient¿s levophed dosage needed to be increased from 0.2 units in the morning to 1.2 units in the afternoon, with another pressor being administered. No additional information is available.